Event description:
The customer reported that an incorrect amount of energy could have been delivered to a pt. No negative pt impact was reported.

Manufacturer narrative:
The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.